Manufacturer narrative:
Product analysis: it was determined at analysis the stylus was out of calibration. The xy board to overlay connector was reseated and the stylus was calibrated. The hard drive was reconfigured, reloaded, and the programmers software was updated. Programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for repair and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.